Event description:
Information received by medtronic indicated that the keypad anomaly. It was reported that the insulin pump was not functioning as designed because the buttons were need to be pressed really hard in order to respond. It was reported that the insulin pump case, buttons and rails on the backside were damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring black. Customer returned pump for alleged cosmetic damage at belt clip and keypad overlay found on 01-dec-2021. However it was coded for keypad unresponsive/button error alarm as well. The pump passed the displacement test and self test. No keypad anomalies noted during testing. No stuck button alarms noted during testing. The history download was successful using thump software. No stuck button alarms found in history file on event date. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, missing/broken belt clip plate weld, pillowing keypad overlay, keypad overlay texture damage, peeling serial number label. Cosmetic damage was confirmed at the belt clip and keypad overlay. Unresponsive keypad/button error alarm was unconfirmed during functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.